Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the iesu function and confirmed that the monopolar energy would not fire. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The iesu was received and failure analysis testing has been completed. The iesu was tested on an in-house system and was run in normal mode. Upon startup, the iesu displayed hard fault c-34. In addition, when attempting to fire monopolar energy, the unit failed. The reported complaint was confirmed based on the failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar energy would not fire. The integrated electrosurgical unit (iesu) generator showed an error c-34. The customer tried to power cycle the iesu, but the issue persisted. The customer used a medtronic force triad generator to continue the procedure. The procedure was continuing as planned with no reported injury.